Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of ¿failed downstream occlusion test¿ was reproduced. A review of the event history log (ehl) revealed multiple occurrences of downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the failed force sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion with values of "19. 15psi, 20. 05psi, 18. 64psi, 20. 08psi, 20. 03psi, and 20. 92psi; passing is 7-19psi". This was an out of box failure in the biomed service department. There was no patient involvement. No additional information is available.